Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse found the device had one missing gray scope connector in the basin and the other gray connector partially attached to the basin. The upper basin sensor cover was also cracked and the lower one was missing. Both sensor covers were replaced and both two gray scope connectors were replaced. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the grey connectors in the endoscope reprocessor were broken. The customer reported staff finding pieces of the connectors in the basin after an unknown amount of time. The customer reported that they are not aware of any patient infections due to this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the gray connector due to loosening of the connector and breakage, preventing connection with the connecting tube. Loosening of the connector likely occurred dur to accumulated stress applied by the user or an impact on the connector by a hard object. The following statements from the instructions for use are applicable: "check the following for each connector: 1.) The connector should be fixed firmly, 2.) The o-rings should be free of abnormalities such as cracks, tears, or dents."